Event description:
The patient contacted animas on (B)(6) 2012, alleging the battery in the insulin pump would not "hold a charge". The patient also reported the pump was rebooting and sometimes the patient has to disconnect to the rewind, load and prime sequence. The patient stated this was not related to cartridge change or battery change. The patient denied any cracks in the cartridge compartment. The patient denied a visible o-ring and stated the battery cap had been replaced in the past year and the cap secures tightly to the pump and has no visible damage. The patient denied any blood glucose excursions associated with the pump function. The patient denied moisture exposure and stated there was no moisture in the battery compartment. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was no damage to the battery compartment. The battery cap was not returned with the pump for investigation. A test cap was used for the investigation. On testing, the pump powered on normally. The pump was exercised for 24 hours without alarm or power issues. The pump was opened for investigation and did not reveal any damage to the power circuit.